Event description:
It was reported that the patient underwent an unrelated surgical procedure. It is unknown if patient set the ipg into surgery mode as recommended. Thereafter, the ipg was unavailable and not responding and the ipg was deemed inoperable. Patient lost therapy. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Manufacturer narrative:
A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with unintentional damage during the unrelated surgery. The system was recovered through abbott intervention. The ipg was not replaced to reestablish effective therapy.